Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system without the stent. The balloon was loosely folded. The stent was not returned for analysis. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported stent moved on the balloon. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the left renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advance to treat the lesion. However, upon advancing the device for 20-30 minutes, it was noted via radiography that the stent was dislodged but was still on the balloon catheter. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the left renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advance to treat the lesion. However, upon advancing the device for 20-30 minutes, it was noted via radiography that the stent was dislodged but was still on the balloon catheter. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.